Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by the customer that syringe with visible hair debris. Verbatim: we have also recently sequestered a bd sealed syringe with visible hair debris. Please let me know if you would like to have that product returned for your investigation as well.